Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A fuse to the monitor power supply and the monitor were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor would not turn on, on the 2800 system. No patient injury was reported.